Event description:
Related manufacturer reference number: 2017865-2022-44655. It was reported that the patient presented for a device check. Upon review, loss of capture, high threshold and r-wave amplitude variation was noted on the right ventricular lead. The physician suspects the cause could be due to the implantable cardioverter defibrillator. Programming settings were changed, and the patient will further be monitored. There were no patient consequences.

Manufacturer narrative:
UDI not available as product was manufactured on or before (B)(6) 2014.